Event description:
Upside down in the applicator.- tampax [device physical property issue]. Case narrative: consumer reported via email that the tampons were upside down in the applicator. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Upside down in the applicator.- tampax [device physical property issue] case narrative: consumer reported via email that the tampons were upside down in the applicator. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.